Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime aortic body stent graft and ovation ix iliac stent grafts were implanted to treat an abdominal aortic aneurysm. Since implantation, the patient has reported left leg pain during physical exertion. The 3 day follow-up CT showed narrowing of the proximal aspect of the left iliac limb stent graft in the presence of anatomical narrowing; however, both iliac limb stent grafts remain open and patent. A re-intervention is planned at a later date to balloon and possibly place balloon expandable stents within the aortic body/iliac limb overlap region. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The physician elected to perform a re-intervention to place bilateral balloon expandable stents at the level of the aortic body/ iliac limb stent graft over lap to maintain luminal patency. As of the date of this report, there have been no additional patient sequelae reported. Device remains implanted.